Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Other: it was reported that the lead was replaced due to inappropriate shocks caused by oversensing of noise. The pacing impedance was also noted to have been unstable for 6 weeks preceding the event. No further patient complications were reported as a result of this event. The patient further reports that the lead was fractured and caused inappropriate shocks. The lead was capped. No conclusion can be drawn interference lead(s), fracture of oversensing shock, inappropriate.

Event description:
It was reported that the lead was replaced due to inappropriate shocks caused by oversensing of noise. The pacing impedance was also noted to have been unstable for 6 weeks preceding the event. No further patient complications were reported as a result of this event. The patient further reports that the lead was fractured and caused inappropriate shocks. The lead was capped.